Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported fluctuating blood glucose (bg) values with a highest bg of 274 mg/dl and a lowest bg of 54 mg/dl. The high was managed by announcing meals that were not eaten, and the low was treated with glucose tablets. The user reported no symptoms, and no medical intervention was required.